Event description:
A valiant stent graft was implanted for use for the treatment of a thoracic aortic aneurysm. It was reported that the patient was having chest pain. A follow up CT noted that there was a proximal type I endoleak due to aortic dilatation over time. The patient was treated with a 46x46x150 and covered the patient¿s subclavian, landing the graft at the left carotid. The physician did a carotid subclavian bypass. The type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).